Event description:
Boston scientific received information that this device detected several shock impedance measurements above 125 ohms. The patient was seen at the clinic. During testing, the shock impedance measurements were above 125 ohms when the patient moved their arms up. When their arms were down, the measurement was normal. Noise was also able to be reproduced on the shock channel so there was no oversensing. The right ventricular (rv) lead was a competitor¿s product. A revision was performed and this non-boston scientific rv lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.